Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2010 and that a subsequent revision procedure occurred on (B)(6) 2012. Additional information received from patient's legal counsel reports patient was revised due to pain, swelling, inflammation, damage to surrounding bone and tissue, loss of mobility, loss of range of motion. Patient's legal counsel reported at revision surgery white gray tissue and thickened synovium, metallosis and elevated metal ion levels was noted. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. There are warnings in the package insert that state that this type of event can occur: possible adverse effects include: material sensitivity reactions, inadequate range of motion, intraoperative or postoperative bone fracture and/or postoperative pain, elevated metal ion levels have been reported. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01648 and 1825034-2013-05501).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6), 2010 and that a subsequent revision procedure occurred on (B)(6), 2012. Additional information received from patient's legal counsel reports patient was revised due to pain, swelling, inflammation, damage to surrounding bone and tissue, loss of mobility, loss of range of motion. Patient's legal counsel reported at revision surgery white gray tissue and thickened synovium, metallosis and elevated metal ion levels was noted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report for the left hip revision noted the revision was due to pain and the presence of white-gray tissue, thickened synovium suggestive of metal disease, and metallosis on the trunnion. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.